Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Subsequently, the patient was admitted to the operating room (date and duration not reported) and the device was explanted (date not reported). The patient was reimplanted with another cochlear device during the same surgery.